Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that longitudinal balloon tear occurred. Vascular access was obtained via left femoral artery. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified vessel below the left knee. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. The balloon was initially inflated at 4 atmospheres, however, the contrast medium leaked and a longitudinal balloon tear was noted. The device was removed intact from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.